Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6 atm vertically at the middle part of the balloon within 5 seconds. The device was removed using normal method. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.